Event description:
It was reported that during a coronary stenting treatment procedure, the stent delivery balloon burst, balloon withdrawal difficulty and balloon dislodgement occurred. The lesion was pre-dilated several times with a maverick 2.5x30mm balloon. A promus 2.5x28mm stent was placed initially at 16 atms for 24 seconds. Dilatation was performed again with a maverick 3.0x15mm balloon and a 2.5x20mm non bsc balloon. The physician then implanted a 2.5x24mm express2 bare metal stent in the 90% stenosed calcified and tortuous distal right coronary artery (rca). The stent was deployed at 20 atms for 45 seconds and the balloon burst. Upon removal of the stent, delivery system resistance was encountered and the balloon sheared off of the device. The balloon remains in the patient's distal lad. No additional complications or injuries were reported. The physician wanted to surgically remove the balloon, but the patient refused. Patient status post procedure is noted as stable. Medications used during this procedure include; versed, sublimaze, angiomax, plavix and heparin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.